Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level was low. The customer only had lunch that day causing her low blood glucose level. Her blood glucose level was 48 mg/dl. She wanted to know if there was a way to stop the insulin pump from delivering insulin when her blood glucose is low. The customer was instructed on how to suspend the insulin pump. She declined troubleshooting. The device was not returned.